Manufacturer narrative:
Additional info was requested regarding the pt's interaction with the device and has not been received as of submission of this report. If further info is received, a supplemental report will be submitted. The MFR's investigation and eval of the returned samples shows the root cause of the problem to be a mfg error. There was found to be poor association between the pins and cable in the connector. An internal corrective action has been implemented and all applicable operators have been retrained on the proper mfg process. Further, each unit is 100% tested at various stages during the mfg process along with a final testing procedure to ensure discrepancies are caught and eliminated before packaging and distribution.

Event description:
A female pt was having a breast flap procedure and during the procedure, it was noted that the pt's temperature was reading low (34 degrees celsius). Numberous attempts were made to reheat the pt and the reading remained low. At the end of the procedure, the temperature probe was changed and immediately, the pt's temperature showed above 37 degrees.